Manufacturer narrative:
(B)(4)

Event description:
Same case as: 2134265-2016-03991 and 2134265-2016-04245. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During procedure, it was noticed that sometimes automatic pull back did not work and the pullback gear of the motor drive unit (mdu) 5 plus was damaged. Furthermore, the lock part of reusable sled sometimes floated. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The mdu-5plus was installed into a gold standard system and tested for functionality per the mdu-5plus basic functional test. The unit meets specifications. In addition to functional test, ten cases were executed and reviewed and no failures were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-03991 and 2134265-2016-04245. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During procedure, it was noticed that sometimes automatic pull back did not work and the pullback gear of the motor drive unit (mdu) 5 plus was damaged. Furthermore, the lock part of reusable sled sometimes floated. No patient complications were reported.